Event description:
It was reported the wire of this polypectomy snare detached from the handle during a polypectomy procedure. Following detachment of the wire from the handle, the wire then fell into the patient. The wire was removed, however, slight bleeding was encountered. Another snare was used to successfully complete the procedure without further incident. No patient sequelae resulted from this event and the patient's condition is good. The device has just been received by this manufacturer. Upon completion of the engineering evaluation, a supplement will be forwarded at that time. Without evaluating the device, the company is unable to determine the exact cause for this event at this time.